Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer failed to close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was physically closed but reading as open since the inseparable magnet had been replaced recently. A field service engineer noticed the retractor band had a slight bend, which was corrected. Additionally, both full height (fh) rails were almost breaking and were replaced. While in the hardware test application (hta), the position sensors glitched drawer distance numbers, so the drawer position sensor was changed as well. The hardware was rebooted and successfully performed. The pyxibus cable was reseated, and the latch and position sensors were tested and reseated to resolve the issue. The system functioned as intended after the field service engineer repaired the device.